Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 01/21/2019, device returned to manufacturer: yes. The plunger was observed in advanced position. The plunger was gently pulled back and found locked. The pcb00 device was observed under microscope and traces of viscoelastic and/or balanced salt solution were observed at the cartridge tip. Directions for use (dfu) states to completely fill the viewing window of the pcb00 with ovd. The pcb00 lens is stuck at the cartridge tube with the leading haptic not folded. There was no haptic bent or broken observed. There were no damages observed on the assembly. There is no visible gap. The reported issue was not verified. No product quality deficiency was identified. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. A search on complaints related to this production order number was conducted the search revealed two additional investigation requests have been received however no product quality deficiency was identified as result of the investigations. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; explanted, give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
When removing pcb00 25.0 diopter intraocular lens (iol) from packaging it was reported the haptic was bent and there was no patient contact. No additional information was provided to johnson & johnson surgical vision.